Event description:
Reportedly, when the surgeon removed the stapler after firing, they observed that half of the staples did not staple properly. The section was ok (correct doughnuts). A new resection anastomosis was performed properly with a new device. Procedure: recto-sigmoid anastomosis.